Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 31mm epic plus mitral valve was chosen for a procedure. During the procedure, something resembling calcification was observed on the valve leaflet during implantation. There was a clearly white area at one spot (lower right) of the valve cusp, and the white area was reportedly hard. The device was implanted as is. There were no issues or adverse events during or after the procedure. The patient was reported stable and discharged.

Event description:
N/a.

Manufacturer narrative:
An event of calcification was observed on the valve leaflet during implantation was reported. Field indicated that there was a clearly white area at one spot (lower right) of the valve cusp, and the white area was reportedly hard. A returned device inspection could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.